Event description:
It was reported that this pacemaker was difficult to interrogate. Multiple actions were taken, such as charging the telemetry head, switching programmers, and moving into another room. Eventually, the device was able to be interrogated. However, the physician decided to explant and replace the device. A magnet was also placed over the device, which did not illicit a magnet response. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was difficult to interrogate. Multiple actions were taken, such as charging the telemetry head, switching programmers, and moving into another room. Eventually, the device was able to be interrogated. However, the physician decided to explant and replace the device. A magnet was also placed over the device, which did not illicit a magnet response. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information was received that indicates the device is currently in hospital possession.

Manufacturer narrative:
The device was not returned for analysis as the device remains in hospital possession; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.